Event description:
Information received by medtronic indicated that the cryoablation procedure was aborted due to a malfunction of the cryoconsole. The console would not recognise the cryoablation catheters. Cables, auto connection box and catheter were replaced but the issue did not resolve and the case was aborted. The patient was under general anesthesia and a transseptal puncture had been done. Patient status is ok.

Manufacturer narrative:
A service order was initiated to review console performance on site. Inspection found the t2 connection of the patient cable to be intermittently faulty and the cable was replaced. Suspected defective part of the cryoconsole is being returned for evaluation. Results will be submitted in a supplemental report. The device is not marketed in the us but is similar to the cryoconsole model 106a3 that is marketed in the us.